Event description:
The manufacturer became aware that a user alleges the a/c power cord for a dream station auto CPAP broke and the inside wire was exposed. There was no report of any patient harm or injury. Product labeling warns the user to "periodically inspect the power cord for signs of wear and damage and to replace the power cord if necessary."